Event description:
The customer observed false positive sars-cov-2 igm results for several patients on an architect i1000sr analyzer when compared to another method. The following discrepant data was provided (<1.00 index (s/c) is negative, >/=1.00 index (s/c) is positive; reference range of the diagreat igm assay is <1.00 u/l is negative): sample ID (B)(6) initial result was 2.80 index (s/c); repeated with the diagreat assay was 0.79 u/l. Sample ID (B)(6) initial result was 17.15 index (s/c); repeated with the diagreat assay was 0.29 u/l. Sample ID (B)(6) initial result was 6.74 index (s/c); repeated with the diagreat assay was 0.64 u/l. Sample ID (B)(6) initial result was 2.96 index (s/c); repeated with the diagreat assay was 0.21 u/l. Sample ID (B)(6) initial result was 1.41 index (s/c); repeated with the diagreat assay was 0.13 u/l. Sample ID (B)(6) initial result was 8.68 index (s/c); repeated with the diagreat assay was 0.30 u/l. Sample ID (B)(6) initial result was 5.67 index (s/c); repeated with the diagreat assay was 0.40 u/l. Sample ID (B)(6) initial result was 2.70 index (s/c); repeated with the diagreat assay was 0.15 u/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r87-22 (sars-cov-2 igm), that has a similar product distributed in the us, list number 06r87-20 (advisedx sars-cov-2 igm), (B)(4).

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Return testing was not complete as returns were not available. Specificity and sensitivity testing were done using an in-house retained kit of lot 30066fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 30066fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported potential false positive result for several patient samples when testing was performed with architect sars-cov-2 igm, lot 30066fn00, when compared to a diagreat assay. In this case, no specific patient history was provided. As the patient samples were not available, no additional testing could be performed to further clarify the clinical status. A direct comparison should not be made between the architect sars-cov-2 igm assay and the diagreat assay as they use different test methodologies. The diagreat assay uses fluorescence immunochromatography methodology in a rapid test format. Per product labeling for the diagreat ncov igg assay negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Per igm product labeling, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). A study was also performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator, 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov-2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). Twenty-eight (28) specimens from 8 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 30066fn00 is performing as intended, no systemic issue or deficiency was identified.